Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7247101.

Event description:
It was reported that following a trial procedure the patient experienced excruciating pain and was requested to turn the therapy off. The patient went to the emergency room and was admitted for pain control. Leads were pulled and magnetic resonance imaging (MRI) was taken and showed severe stenosis.